Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event. Rep called. The prosthesis did not open during the procedure and was extracted and replaced (B)(6) 2025. As per rep azzarita communication, the customer threw the product and considering we don't have the possibility of verifying the issue, they decided to bill it.

Manufacturer narrative:
From description of event "the prosthesis did not open during the procedure and was extracted and replaced." Attempts were made to gain more information regarding this event however no new information was received. Should more information become available at a later date, the complaint can be reopened and updated. Device evaluation the evo-fc-10-11-4-b device of lot number c2318324 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. An nc code (lab-013)was recorded on the manufacturing records for this lot number and was related to a misaligned label. Upon review, this nc code would not have contributed to the complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy and/or device handling. It is possible that difficult anatomy caused compression or exerted pressure on the introducer resulting in the product malfunction reported and preventing deployment of the stent. It is also possible that the catheter kinked during device preparation or during advancement due to a tortuous path and prevented deployment of the stent. However as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Attempts were made to gain more information regarding this event however no new information was received. Should more information become available at a later date, the complaint will be updated accordingly. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reported, the evo-fc-10-11-4-b device of lot number c2318324 did not open during the procedure. Confirmed quantity of 01 x used device. The device was removed and the procedure was completed with another device. No adverse effects to the patient were reported. Investigation findings conclude that a possible root cause can be attributed to difficult patient anatomy and/or device handling.

Event description:
Description of event rep called the prosthesis did not open during the procedure and was extracted and replaced (B)(6) 2025. As per rep the customer threw the product and considering we don't have the possibility of verifying the issue, they decided to bill it.